Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: website.

Event description:
Customer reporting consistently testing positive on this test but negative on other brand of rapid antigen test. Customer is not sure how many positive tests they had. Two reports will be filed for unknown number of positive results. Report 2 of 2/